Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose issue earlier this morning with blood glucose of 465 mg/dl. Customer took manual corrections to help bring it down. Customer's current blood glucose is 240 mg/dl. Customer has not contacted his health care professional. Customer declined to check for possible site or insulin issues. Customer declined to perform the high pressure test. Customer was advised to do a complete set change. Customer stated that he will reach out to his health care professional and was advised to call back to complete the high pressure test.